Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out of range pace impedance of greater than 2,000 ohms on a non-boston scientific right atrial (ra) lead. The ra lead was reprogrammed to unipolar. Subsequently, a lead safety switch occurred due to high out of range pace impedance of greater than 2,000 ohms on the patient's non-boston scientific right ventricular (rv) lead. Additionally, noise was noted on both the ra and rv leads when in the unipolar configuration. The noise was believed to be myopotentials due to the unipolar configuration. The noise was oversensed on the rv lead. The pacemaker was then reprogrammed to pace in the ventricle only with sensing turned off in both chambers. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated this patient fell and broke their shoulder. After the fall, loss of capture (loc) and noise was exhibited on the non-boston scientific right ventricular (rv) lead. The device was reprogrammed to an asynchronous pacing mode until a revision could be performed. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances, noise, and loss of capture. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. (B)(4).

Event description:
This supplemental report is being filed as the device evaluation was completed.